Manufacturer narrative:
The device was returned for analysis with the implant detached from the pusher. The proximal gold connector was broken at the laser weld between the hypotube and the connector, and completely separated from the pusher. The connector was kinked at epoxy joint 2 and 3 with the epoxy broken at these two locations. The black pet covering the distal heater coil was noted to have creases, although there was no indication of thermal damage. The heater coil looked compressed with the distal solder ring deformed. Upon removing the pet, it was noted that the distal green solder joint was broken with the distal yellow solder joint still intact. The pusher body coil was noted to be offset proximal to the heater coil. The monofilament rebound on the pusher side was noted to be 0.090" and the monofilament looked necked down and had a tail end measuring 0.003" which was indicative of a tensile break. Based on the investigation and provided information, it can be concluded that the severed attachment monofilament end was indicative of a necked down tensile break. The force exerted during manipulating/retracting is consistent with the coil system being subjected to force exceeding the attachment monofilament maximum tensile strength.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not yet been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during the attempt to place an embolization coil, the coil unexpectedly detached in the posterior communicating artery. Multiple attempts were made over an extended time to retrieve the detached segment; however, the attempts were unsuccessful. A stent was deployed to appose the detached coil segment to the vessel wall. There was no reported patient injury and the current status of the patient is reported to be "fine."